Event description:
Reported via china aer database: issue summary - it was reported that during device use, after a power failure, the power-on screen flashes intermittently and the alarm sound sounds for a long time, so it cannot be used normally. There was no report of patient injury.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.